Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not fully power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not powering up) has been confirmed. Upon investigation, the battery charger/modem was continually resetting. The cause for the resets was isolated to contamination of the battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.